Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "ec322 - link switch error(low)" was not reproduced. A review of the event history log revealed "ec322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was attributable to lower auxiliary not functioning properly. The lower auxiliary is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.